Event description:
On (B)(4) 2012 the reporter, the patient's mother, contacted animas to report the back of the pump looked 'melted' and that the patient's back was burned, red and sensitive to the touch. The patient's skin was intact and not blistered; the burn area was greater than the size of the pump. The patient was scheduled for a physician's office visit the next day. Troubleshooting revealed the pump had not been exposed to moisture, the battery cap was secure, there had been no trauma or x-ray exposure to the pump and there was no damage seen to the battery cap or battery compartment. The patient allegedly suffered an injury suggesting a burn to his skin after the pump temperature issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact with no physical damage or evidence of moisture. The pump was examined and showed no evidence of heat damage. The pump was exercised for 29 hours confirming the pump was delivering appropriately; no overheating or alarms were duplicated during testing. The pump electrical current draws were tested and were confirmed to be within specifications. The pump cover was removed and no defects were found to the power circuit and no moisture evidence was found.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.